Event description:
Philips received a complaint from the customer on the v60 indicating that a "no o2 available" alarm occurred during preventive maintenance (pm), performance verification test (pvt), and st performance test. It was reported that there was no patient involvement at the time the issue was discovered. The remote service engineer (rse) evaluated the device with the assistance of the customer and found that the oxygen (o2) was set to 100%. The setting was corrected to 21%, and the "no o2 available" alarm cleared. The device operated as expected with no o2 connected and set above 21%. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.